Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a hair embedded in the catheter.

Manufacturer narrative:
The reported event was confirmed. The evaluation of the catheter noted a hair embedded in one of the catheters. The hair passed through the entire wall of the device. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "description: gravity drains are drains used to promote drainage in open surgical wounds. Indications for use: bard® gravity drains are indicated for use for open wound drainage. Contraindications: contraindicated for patients with known allergies to natural rubber latex. Warnings: to avoid the possibility of drain damage or breakage: ¿ avoid suturing through drains as this may result in breakage during removal or undesired leakage. ¿ drains should lie flat and in line with the skin exit areas. ¿ particular care should be taken to avoid any obstacles to the drain exit path. ¿ drains should be checked for free motion during closure to minimize the possibility of breakage. ¿ drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain; and ¿ surgical removal may be necessary if drain is difficult to remove or breaks. Drain placement ¿ the surgeon should irrigate the wound with sterile fluid, then suction the irrigating fluid and gross debris from the operative site. ¿ tubes should lie flat and in line with the anticipated skin exit. ¿ to facilitate later removal by manual traction, the tubing should not be curled, pinched, or sutured internally. Positioning of the drain in the body cavity, as well as the number of drains indicated, should be determined by the operating surgeon. ¿ drain tubing should be placed within areas of critical fluid collection. ¿ care must be taken to ensure that all drain perforations or channels lie completely within the wound or cavity to be drained. ¿ taping or a triple loop suture (around and not through the tubing) will aid in preventing accidental drain displacement. ¿ care must be exercised to avoid damage to the drain (see warnings). ¿ the tubing should be repeatedly checked during closure for free motion to avoid fluid retention, breakage and/or fragment retention within the wound. Latex caution: this product contains natural rubber latex which may cause allergic reactions. Do not use lubricants containing mineral oil or petrolatum as they are harmful to rubber. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Consult instructions for use. Caution, consult accompanying documents. Use by. Do not resterilize. Do not use if package is damaged. Lot number. Units. Catalog number. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Sterilized using ethylene oxide. Caution: federal (USA) law restricts this device to sale by or on the order of a physician. Ec rep keep away from sunlight. Manufacturer. Authorized representative. X-ray opaque rubber"

Event description:
It was reported that there was a hair embedded in the catheter.